Event description:
It was reported that the patient experiencing fatigue and light headedness, presented remotely via merlin.net transmission. Reviewing the transmission revealed that the pulse generator exhibited loss of capture. The patient was brought to the clinic on (B)(6) 2015; the loss of capture could not be reproduced. The device was reprogrammed and the patient had no further complaints.